Event description:
This is a case report received by baxter (B)(4) on (B)(6)-2012 from a patient. The home patient (hp) reported getting a check bags and lines alarm during fill cycle 4 of 5. The bags were already empty. The technical service representative (tsr) advised the hp to bypass the step and proceed to filling cycle 5, which he did, but the bypass function did not work. According to the patient, at this point there was not enough solution in the bag to continue the therapy. Under advice of the tsr the patient disconnected himself from the device in order to retrieve a new bag to replace the previous one and then connected the new bag of to the device and reconnected himself to the homechoice set. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product during the fill stage 4 of 5, where under advice of the technical service representative, the patient disconnected himself from the device in order to retrieve a new bag to replace the previous one and then connected the new bag to the device and reconnected himself to the homechoice set. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. The root cause is undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available.